Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an inaccurate fill estimate. Reportedly, when the customer loaded a cartridge, the pump displayed that 235 units of insulin were available. However, the customer claimed about 40-50 units of insulin were lost. Tandem technical support reviewed the pump data and verified around a 30 unit difference for the past three cartridge load attempts. The customer's blood glucose was not impacted. Although requested, no additional information was provided regarding the reported issue.